Manufacturer narrative:
Device mfg date was updated based on product download. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
The customer reported receiving a "replace sensor" message on the adc freestyle libre sensor on the same day of wear. The customer experienced symptoms of a seizure, loss of consciousness and was at a stage of comatose. The paramedic was called and the customer was rushed to the hospital where they were diagnosed with diabetic ketoacidosis (dka) and administered glucose for treatment. The customer was discharged after 3 and a half hours in the hospital and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message on the adc freestyle libre sensor on the same day of wear. The customer experienced symptoms of a seizure, loss of consciousness and was at a stage of comatose. The paramedic was called and the customer was rushed to the hospital where they were diagnosed with diabetic ketoacidosis (dka) and administered glucose for treatment. The customer was discharged after 3 and a half hours in the hospital and no further information was provided. There was no report of death or permanent impairment associated with this event.